Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l5-l6 surgical case, the patient experienced a lateral skive at l5 on the right. The surgeon decided not to fix the screws with the robot and instead opted to fix the k-wire with a "jamshidi" needle. The screws looked good afterwards. Navigation was reported to have been aborted. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. The probable cause noted was that the patient had "extra anatomy" which made it difficult to place screw. Additional information received indicated the skive was completely out of the pedicle, so the trajectories were deviated between 3.5 millimeters (mm) and 10mm.